Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed one complaint relating to frame damage. Available information suggests that procedural factors (improper use of loader) may have contributed to the similar complaint. A definitive root cause was unable to be determined. Since no edwards defect was identified, no corrective or preventative action was required. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Imagery was provided by the complaint site and the following observations were made: the valve strut appeared to catch within the esheath shaft (under strain relief), and 1 (one) punctured through the esheath shaft or strain relief. The patient had a tortuous and calcified right access vessel. However, the calcification was not relevant for this case, since the valve appeared caught at the strain relief section of the esheath shaft, which was not reaching the calcified vascular section. The following instructions for use (IFU) were reviewed: IFU commander delivery system with s3/s3u thv, device preparation manual, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed through the provided imagery from the site. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history, and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'during a tf tavr procedure for a 26mm sapien 3 ultra valve, during advancement of the valve and delivery system into the 14f esheath, extra push force was noticed, and the valve got stuck. The physician panned down to the access site and noticed the valve was starting to go through the sheath'. Per imagery review, the patient had tortuosity of access vessels. Additionally, noted that it was high insertion angle (45 degrees). The presence of tortuosity and high insertion angle could create a challenging pathway during delivery system insertion through the esheath and lead to resistance and high push force. So, if excessive force was applied to overcome the resistance, it could result in valve strut punctured through the esheath. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation/high insertion angle) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. A product risk assessment (pra) and a CAPA were previously initiated to capture further investigation of the cause, risk assessment and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure for a 26mm sapien 3 ultra valve, extra push force was noticed during advancement of the valve and delivery system into the 14f esheath, and the valve got stuck. The physician panned down to the access site and noticed the valve stent struts had gone through the esheath wall and were bending. The esheath, valve and delivery system were removed as one and a new kit was opened and inserted. They upsized to a 16fr esheath and had no issues advancing second valve. The second valve was implanted with no major complications to the patient.